Event description:
During g3 long nail surgery, the surgeon tried to target the distal screw hole of the nail using the freehand target device. However, the connecting part of shaft broke. Thus, the surgeon inserted the screw by freehand technique and the procedure was completed. The surgeon requested the investigation of the freehand target device.

Manufacturer narrative:
Method: visual exam, device history review, complaint history review. Results: visual exam confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Conclusion: appears to be normal wear.